Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feeling/normal result(s). The medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 for follow up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 8-10 times per day and manages her diabetes with insulin pump (novolog). The patient reported the alleged issue began on the morning of (B)(6) 2010 at an unspecified time. The patient reported obtaining blood glucose results of "99 and 88 mg/dl" with the subject meter. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management routine. The patient claimed 30 minutes after the start of the alleged issue, she was unable to walk, talk, and had no idea where she was; which she associated as low blood sugar symptoms. In response to the symptoms, the patient reported administering glucose tablets at around 10am that morning. The patient claimed ½ hour later she felt better. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca verified the subject meter's unit of measure was set correctly. The patient was able to perform a control solution test; which resulted in the specified range on the vial of test strips. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury. The patient's alleged readings does not correlate with the patient's treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/03/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
On 12/3/2010 (supplemental #2):the complaint was classified incorrectly. This complaint is being reported because the patient treated herself for symptoms suggestive of severe hypoglycemia shortly after obtaining inaccurate high readings with the subject meter.